Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
An incident was reported after the use of the probe, which moved in the patient. Filtering urine. Probe is tested outside the patient and a video made by the client is received, where it is observed that after the application of methylene blue, the balloon is not inflated, and the content of the infusion remains outside the catheter.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was a video provided in sap showing the testing of the device using blue solution. From the video, the device shown does not tally with the reported product. Device shown in the video does not tally with the product description and the catalogue number provided for the defective device - softsimplastic 3 way 30ml couvelaire, sterile pack & 664130-000200. There was no physical sample returned for this complaint, hence the defective device could not be identified. Product shown in the video does not tally with the product description and the catalogue number. Due to no actual sample returned for this complaint, any further investigation to identify the leakage point or the factor that causing the leakage is not possible. From the DHR review of the product catalogue number and batch number provided by the complainant, no abnormality was found , and the product was produced according to standard operating procedures. Therefore, this complaint could not be confirmed.

Event description:
An incident was reported after the use of the probe, which moved in the patient. Filtering urine. Probe is tested outside the patient and a video made by the client is received, where it is observed that after the application of methylene blue, the balloon is not inflated, and the content of the infusion remains outside the catheter.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned for this complaint. Since very limited information provided such as no product code and no lot number therefore investigation could not be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
An incident was reported after the use of the probe, which moved in the patient. Filtering urine. Probe is tested outside the patient and a video made by the client is received, where it is observed that after the application of methylene blue, the balloon is not inflated, and the content of the infusion remains outside the catheter.